Event description:
The operator opened the front door of the centrifuge module on an advia workcell and inserted her arm inside the module to remove patient sample tubes. In doing this, she injured (scraped) her arm against the edge of the plastic door of the module. The operator was treated for the injury (scraped arm).

Manufacturer narrative:
This event is being reported because the injury occurred in potentially biohazardous environment. No further evaluation of the device is required.